Event description:
Customer's device reportedly read >500mg/dl, while the paramedic's device read 158mg/dl. No timeframe was given, however, info suggests that these results were performed back to back. No adverse event reported due to device. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.